Manufacturer narrative:
Currently it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer was hospitalized, due to hyperglycemia. Customer mentioned, transmitter charging issue. The customer reported, blood glucose value of 600 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was partially performed. Customer confirmed, no damage to charger battery spring or connector pins. Customer mentioned, charger green led light was solid green for more than 15-20 seconds. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. No product return is required for unk_ngp.